Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and the excessive no delivery test due to motor error alarm. The insulin pump had minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed motor error during a site change. Customer stated she put a new site, when she filled cannula the insulin pump alarmed motor error. The customer's current blood glucose was 92mg/dl. Customer reported a motor position encoder error alarm, which was able to clear. Advised customer to discontinue the use of the insulin pump and revert to back-up plan.